Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following recent fall, the patient experienced the ipg is superficial and pain at the ipg site. Lead diagnostic revealed high impedances on one lead. As a result, surgical intervention may be undertaken in the future.